Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to high blood glucose levels and the flu. The customer had been experiencing high blood glucose levels for the past four days. The customer's most recent blood glucose reading was 459 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer had also been getting no delivery alarms. Nothing further was reported.